Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "the catheter did not work for flushing, and when they pulled it out, they see a kink 10 cm from the tip." No other information was provided. Additional information received: healthcare workers were not exposed to blood or bodily fluids, and there was no serious injury, medical intervention, or change of treatment required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "the catheter did not work for flushing, and when they pulled pulled it out, they see a kink 10 cm from the tip." No other information was provided.